Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth: requested, not provided. Weight: requested, not provided . Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the doctor tried to pass the angio-seal device through the artery, the angio-seal did not pass. The doctor checked the artery and it did not have calcification, and it still did not pass. It was decided to remove the angio-seal and replace. The patient's condition was ok. Additional information was received on 13may2021. The procedure performed for the patient prior to use of closure device was a percutaneous transluminal coronary angioplasty (ptca). A 6fr sheath was used. A pre-deployment angiogram was performed. There was a problem in the insertion. A terumo femoral introducer, optitorque, heartrail, and ultimaster were used. The patient's condition was stable. Hemostasis was achieved with another angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not returned for evaluation. The likely cause of the issue could be the presence of scar tissue creating resistance. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.